Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
During a hardware removal procedure on (B)(6) 2013, the hollow reamer and the spare tube for hollow reamer broke. Reportedly the patient requested the removal of the hardware that was initially implanted about 27 years ago. All hardware was removed intact. This report is 2 of 2 for complaint (B)(4).